Manufacturer narrative:
The lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the tip of the tunneler allegedly broke off inside the catheter. Tip of the tunneler and the catheter was removed successfully from the patient. Reportedly, new device was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during the dialysis catheter placement the tip of the tunneler allegedly broke off inside the catheter without migration. It was further reported that the tip of the tunneler and the catheter was removed successfully from the patient. Reportedly, new device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturer review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one glidepath 19cm catheter along with a tunneler in two segments was returned for evaluation. Visual and microscopic evaluations were performed. The investigation is confirmed for damaged/defective tunneler, as a break was noted on connecter of tunneler. The exact root cause for the damaged tunneler could not be determined. However, it is likely that supplier issues may have contributed to reported event. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.